Event description:
The event is being reported due to the intervention required to prevent a permanent injury to the pt. The pt was diagnosed as having an eight centimeter true distal arch aneurysm. In 2004, the pt underwent an elective procedure to implant a vascutek gelweave ante-flo vascular prosthesis. Wrapping of the aortic wall was not performed. This procedure was completed successfully. Three days later in the morning, the pt's condition was described as good and the drain tube was removed. The pt remained in the ICU. In the afternoon, the pt appeared to go into shock and their blood pressure decreased into the 60s. At 14:30 the pt was re-admitted to theatre with a blood pressure of 48/3. The surgeon performed a re-thoracotomy where upon bleeding was observed from the graft. The surgeon successfully overcame this by adding suture to the point of bleeding. The surgeon indicated that the bleeding had stopped. At 21:00, 900cc of blood had been lost and the surgeon performed a second re-thoracotomy. The surgeon was unable to determine the point of the bleeding. The pt underwent a blood transfusion of between 4000cc and 6000cc units. He performed no additional procedures to the vascular prosthesis. About a month later, the pt was still under observation and the bleeding had decreased.